Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon completion of the evaluation a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this ev1000 platform there were problems with the signal. Per follow-up, there were inaccurate values. The customer indicated there is no further information available. There was no allegation of patient injury. The platform was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one ev1000 platform system. Examination of the device was unable to replicate the customer¿s experience. The ev1000 system passed all functional tests without any issues. There were no inaccurate values displayed. There was no defect found. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. In this event the diagnostic logs found no fault with the hemosphere monitor.